Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017, was chosen as a best estimate based on the date the mesh was implanted. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during an exploratory laparotomy, abdominal sacrocolpopexy, right ovarian cystectomy, transvaginal urethral sling, posterior perineorrhaphy and diagnostic cystoscopy procedure performed on september 20, 2016 for the treatment of pelvic pain, urinary incontinence, cystocele, rectocele and right ovarian cyst. Additionally, the patient also had a pelvic mass at the vaginal introitus because of vaginal vault prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.